Event description:
A 3.0mm diameter x 12mm length ave gfx stent was inserted into a severely calcified target lesion in the left anterior descending coronary artery. The stent delivery system was inflated to 9 atm and the balloon ruptured causing a "spiral dissection" of the entire left coronary system. The pt was sent to coronary artery bypass surgery, which was tolerated well. There is no add'l info regarding the stent procedure, however, the physician does not blame the stent.